Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon would not inflate completely. Another device was opened and used with no issues. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).